Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer stated had been using the printer every 15 minutes, but suddenly had stopped working. Customer tried another paper roll, taking it out and turning it in the other direction. Confirmed that there was a small amount of paper out when closing the door. There was no patient harm reported.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer stated had been using the printer every 15 minutes, but suddenly had stopped working. Customer tried another paper roll, taking it out and turning it in the other direction. Confirmed that there was a small amount of paper out when closing the door. There was no patient harm reported. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The issue was addressed on call.